Event description:
A complex presentation of high-grade dysplasia and esophageal stricture was treated with focal ablation followed by dilation of the stricture (same day). On day one after ablation and dilation, the patient was noted to have bleeding from the area of the gastroesophageal junction. The physician reported that this event was serious, in that it required transfusion, but indicated that the relationship to the ablation procedure was "unlikely." Patient had recovered completely, without further incident, at the time of this report. There was no reported malfunction for the device, and no association between the event outcome and the device performance could be established.